Manufacturer narrative:
The device was received for analysis and the reported issue could not be confirmed. A visual and functional inspection were performed and, during inspection, it was observed that the device was within medtronic specification and functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report stating that a maxnj pulse oximetry unit was providing readings that were not stable and reading low. The customer indicated that there was no patient harm associated with this event.

Event description:
Medtronic received a report stating that a maxnj pulse oximetry unit was providing readings that were not stable and reading low. There was no patient harm reported with this event.